Manufacturer narrative:
CAPA 2024-04 has been opened for the investigation on this issue. Since 21st oct 2024, an additional quality control at 100% during manufacturing process has been added to prevent the occurence of the problem for released devices and exclude defective catheters. Raising awareness of the problem has been made to all manufacturing operators and controllers. In addition on sept 23th, our after sales department visited the hospital in sweden in order to better understand the situation. CAPA 2024-04 is still in progress and further analysis is performed to find the root cause and action plan to prevent the apparition of the problem.

Event description:
Disturbances on the icp curve on the pressio monitor when on power, but ok when running on batteries. Icp value "jumps" between 0 to 70 mmhg.